Event description:
It was reported the device was overheating. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Additional info received via email 31-mar-2022. Event date unknown. No patient involvement was reported. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a cracked tank cover, wear and tear damaged enclosure, line cord, pole clamp, front cover, and block assembly, faulty pcb (printed circuit board). The customer stated problem was duplicated. Replaced the pcb. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records